Event description:
A customer reported an error with their continuous glucose monitor identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after completing the reset, the error did not recur. Consequently, the customer successfully started their sensor session without further issues.